Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath catheter. The sample was received with the catheter completely detached from the luer adapter. The catheter exhibited permanent deformation and elongation near the proximal end. The catheter measured 3.1¿ in length. Tactile inspection of the catheter revealed tensile weakness throughout the deformed region. Microscopic inspection of the luer adapter revealed a fragment of catheter within the over-molded region. The break in the catheter occurred just proximal of the end of the over-mold. Microscopic inspection of the proximal end of the distal catheter segment revealed a sharply defined granular fracture surface. The catheter exhibited an elliptical cross-section. The elongation, deformation, elliptical cross-section and break features were consistent with damage caused by tensile stress. It appeared that the catheter was pulled with excessive force from the luer adapter, resulting in a break in the catheter within the region beneath the over-mold. A lot history review (lhr) of rebr0440 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the product was tested by pulling the catheter from the hub and it disconnected easily.